Event description:
The customer received questionable free triiodothyronine (ft3) results on their e411 analyzer. The patient's initial ft3 result was 5.38 pg/ml accompanied by a data flag. The patient's sample was tested on an immulite 2000 and the result was 3.17 pg/ml. On (B)(6) 2012, the sample was repeated on the e411 analyzer and the result was 5.42 pg/ml accompanied by a data flag. On (B)(6) 2012, the sample was tested on an abbott architect and the result was 3.3 pg/ml. The result of 3.17 pg/ml from the immulite analyzer was reported outside the laboratory. There were no adverse events. The ft3 reagent lot number was 164774-03 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer returned a sample to the manufacturer for investigation. An interfering factor to the ruthenium label was identified. This interference is listed in the product labeling.